Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.(B)(4)

Event description:
The customer called and reported the insulin pump display went blank. Customer's blood glucose was 480 mg/dl, which was treated for with manual injection. Troubleshooting was performed. The battery compartment and spring were stated not to be damaged or corroded. The customer inserted a new battery and the display reportedly returned. Customer was then advised to remove battery for ten minutes, clean battery caps, and insert a new battery. The customer stated the display did not return. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.